Manufacturer narrative:
The device was returned and the evaluation found that there was distal fiber breakage, dents on the distal edge, dents and minor scratches on the outer tube, the fail light transmission was caused by a defective cable, there were minor cracks on the side of the video connector, the image was green and light transmission failed testing, and the serial ring was loose. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the laparoscope had a colored image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be unacceptable tension in the area of the "charged coupled device" assembly due to the use of an adhesive that is not suited to the load/temperature conditions and an insufficiently formed adhesive layer between the "distal holder" and the "bumper sleeve." Additional factors may include asymmetrical alignment of the spring to the distal holder before the bumper sleeve is joined or pre-existing damage to the "charged coupled device" assembly due to the use of a suboptimal adhesive. Olympus will continue to monitor field performance for this device.